Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Physician who performed the procedure was (B)(6). At the time of submission it was unknown which doctor performed the procedure. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic cyst in a hot axios placement procedure performed on (B)(6) 2020. It was reported that drainage was successful and there were no adverse effects to the patient. On (B)(6) 2020 a routine follow up reported that there was no defect to the device and no adverse effects to the patient. On (B)(6) 2020, it was reported that during a necrosectomy, the hot axios stent migrated. The unknown device used in the endoscopic necrosectomy procedure did not dislodge the axios stent out of place; however, the events that caused the axios stent to move out of place are unknown. The hot axios stent was removed from the patient with no issues. It is unknown if the patient's cyst resolved as the time of the migration. On (B)(6) a routine follow up was performed and there was no adverse effects to the patient. There were no patient complications reported as a result of this event.